Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: in the middle of the operation it was noticed that the tip of the 12mm port was broken. The abdomen was checked laparoscopically. The component was not found.